Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: "we took the pursed string and attached the anvil afterwards we positioned our stapler the right way and we were taking our places to fire. At first we encountered a major problem which was the safety lock being stuck and we couldn¿t return it back in order for us to fire. The doctors kept trying several times but it was very difficult. After sometime we managed to pull back the safety lock with much difficulty and fire the stapler, we heard the cutting washer sound which is the indicator for the firing sequence and cutting is complete. When we removed the stapler, we found the staples inside the stapler and none on the tissues that was when we knew that the stapler was misfired. There were no donuts at all, no cutting or stapling all we found were the staples coming out from the stapler and nothing was stapled. The same surgeon fired and removed the stapler. It was a very difficult situation but thankfully we managed to overcome it." Additional information was requested, and the following was received: was the device fired plastic to plastic? Yes. Was a complete transection of the white breakaway washer visually confirmed? No it wasn¿t visible but we heard the cutting washer¿s sound indicating firing was complete. Was there any damage noted to the firing handle? Firing handle was stuck it took us a very long time to fire as after we removed the safety lock the handle was completely stuck, but there wasn¿t any notable damage. Were there any staples seen in the surgical field? Yes, staples were covering the field not within the tissues just free as they haven¿t been stapled.

Event description:
It was reported that the cdh33a stapler misfired. Safety lock was stuck, and the stapler misfired. There were no patient consequences. Procedure: colostomy.